Event description:
The customer reported to corporate product surveillance that a vertical cut (length unknown) was discovered in the pump section of the tubing. This condition occurred while administering an unknown IV fluid (non-chemotherapy) to a patient on an unknown date during the week of (B)(6) 2010. This condition occurred while infusing the fluid with a flo-gard infusion pump. The customer reported that they believe this is a tubing issue. The cut was discovered right away according to the customer (unknown time period). This condition occurred with the continu-flo solution set, product code (B)(4), lot number unknown. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
The reported condition of a vertical cut (length unknown) was discovered in the pump section of the tubing was confirmed in the sample due to cut on the tubing. The most probable root cause of the defect is human error; when the operator put the set into the cavity didn't assure the right position and the machine vibration helps displacing the set. Personnel involved in manufacturing process will be notified, about the complaint reported by the customer. (B)(4).